Event description:
Customer called to report that less than 3 milliliters of diluent and blood leaked from the fitting (fu1) onto a solenoid of the coulter lh750 hematology analyzer slidemaker. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing was the cause of the leak. The fse trimmed and reseated the leaky tubing at fitting (fu1) to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).